Event description:
Event description guidant received information that there was noise that is continually sensed inappropriately in the ventricles. The caller tried to decrease the sensitivity to aleviate the issue but the device continued to oversense. The caller indicated the system may be revised as the pacemaker is on an advisory.